Event description:
Per the clinic, the patient experienced a drainage at the implant site. Subsequently, the patient was treated with two rounds of oral antibiotics (specific date and duration not reported). A revision surgery is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.